Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor electrode was missing. The customer¿s blood glucose was 269 mg/dl at the time of the incident. It was reported that he inserted a sensor this morning and it would not connect. It was reported that they tried working for the sensor for about an hour and it would not connect. The customer reported that they removed the sensor and found that the sensor filament was missing. The sensor will not be returned for analysis.